Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was out of the rewind screen and the piston was not all the way down and the reservoir is sticking out shows full reservoir on the screen. The customer¿s blood glucose level was unknown the time of the incident. Troubleshooting was done. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.